Event description:
The am girl weighing 18 kgs underwent "fundoplication" and "gastrostomle" surgery on 8/19/98. After initiation of anesthesia the blood pressure (lower part) fell to 70 mmhg and the relative respiration rate of 65/min. This was measured despite a low insp conc set at 0.6% at vaporizer, whereafter an intensive search for the cause of this hypotension and the 65/min respiration rate was undertaken. It was found that the vaporizer had produced an insp conc of 2%, which was measured with a datex analyzer ultimax. Although the settings of the vaporizer at the time was set at 0.6%. After reduction of concentration of 0.2% (at the vaporizer) the insp conc still remained at 0.8%. At this point the female pt was ventilated in a controlled way with a volume of 15 x 204 ml, the insp gas mix consisted of 60% oxygen, 50% n20, the work pressure was adjusted to a normal level of 60 mbar. After discovery and elimination of the cause, the anesthesia was completed without problems. There were no injuries. This case is a potential life threatening event, and therefore, this report was brought to the attention of the MFR of the vaporizer.